Event description:
It was reported that the right ventricular (rv) lead exhibited a high threshold observation and a warning was triggered for low impedance. The patient states they are "feeling something" every night at 8:00 pm which the clinician believes is pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t50525h, tissue valve, implanted: (B)(6) 2001; 5524m-53 lead, implanted: (B)(4) 1998. (B)(4).